Event description:
Patient received a burn during an electrotherapy treatment. Clinician was treating patient the rotator tendon soreness in the shoulder area. The clinician was using the interferential waveform for the symptom. The output setting of the waveform was set to an intensity of 12ma. The treatment time was set for 15 minutes. The waveform frequency was set to 190-200 hz. The electrodes had been used 3 times previous to this treatment. The clinician also used an ice pack over the electrodes as an adjunct to the treatment. The patient completed the treatment with no complaints. The clinician did not notice any abnormal skin discoloring in the area of the treatment. The following day, the patient returned for additional treatment. The patient mentioned the resulting burns. The patient had developed 2 burns, 2nd degree in severity, in the area of treatment. The burns measured 1/4" in diameter. The patient did not require any post treatment clinical attention for the resulting injury. The patient is expected to make a complete recovery from the incident.